Manufacturer narrative:
The cannula assembly and the bottom housing were inspected for manufacturing deficiencies that could cause infection, irritation or pain during insertion and no issues were found. No other damages or defects were found. The exact cause of the infection, irritation or pain during insertion could not be determined.

Event description:
It was reported that patient developed an infection while wearing the pod longer than 48 hours. Symptoms reported include irritation, pus and pain; a blood glucose level around 350 mg/dl was reported as well. Patient visited physician, was diagnosed with a staph infection and was prescribed clindamycin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.